Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, once in 4 days) and fortum injection (1gram, once daily). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and vomiting. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once in every in every 4th day, discontinued) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. It was reported the patient was retrained on proper aseptic techniques. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy (ongoing). At the time of this report, the patient remained hospitalized and was not recovered from peritonitis. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.